Event description:
The manufacturer received information alleging customer states during setup a logy 202 ventilator alarmed with an error code e-106 and e-107 indicating speaker 1 and speaker 2 both failed. There was no patient involvement. There was no allegation of patient harm. A third-party service technician performed remote service to assess the compliant and advised the customer that the error codes are related to the unit speakers within the bottom enclosure and will require a speaker kit to address the issue. The customer requested the part ID to replace the speakers. Customer is taking responsibility to correct/repair the device. No further information will be obtained as this concluded philips remote support to the customer for this event. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. The system meets the specification for the performed service and is returned to use. A good faith effort attempt will be made to gather additional information regarding the completion of the repairs and to confirm that the suggested pairs addressed the issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.